Manufacturer narrative:
The pump passed the selftest. Unit was monitored and functioning properly. No pump error 15 alarm during testing. Pump history was downloaded successfully. Pump error 15 alarm at the pump history on the event date: 10/23/2024 10:30:08.000, 10/23/2024 10:30:27.000 inversecheck (15) filenumber 568, linenumber 1060. Invalid pointer/corrupted data. Pump error 15 was triggered in the cl1_task.c file, function cl1_getconsecutiveactiveminutes() due to inverse check failure for the current number of minutes consecutively spent in cl1 active mode - suspecting hw issue ( memory corruption). Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). Pump error 15 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic) pump error 15. The customer reported, no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. And customer reported, receiving a pump error 15. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue use of the device. Product return status for mmt-1881 is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.